Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report meter giving different readings; believes it needs to be reset. Analysis run on clark error grid using mean avg. Readings (256) as reference point vs. Bd readings (365, 146) yielded some data points in the c range of the grid, outside acceptable limits.